Event description:
Customer reported leakage with syringes from three different boxes. It was communicated that the leakage occurred while going from one injection site to another. No information was received regarding any serious injury as a result of this report.